Event description:
It was reported that the keypad is working correctly. Customer requesting a new keypad. Customer received the safety letter. Customer stated that the insulin pump's act or esc button will deliver insulin. Customer insists that the insulin pump has a bug in it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.